Manufacturer narrative:
Lot number - this lot number 289265855 was provided; however cannot be found in the bsc system. Additional information was requested and this report will be updated if information is received.

Event description:
It was reported that stent dislodgement occurred. A 7.0x40x75cm express ld iliac / biliary stent was selected for use. However, the stent was found on the back table off of the balloon prior to putting into the patient. Another express ld stent was used and the procedure was completed. No patient complications were reported. It was further reported that the stent was found detached from the balloon.

Event description:
It was reported that stent dislodgement occurred. A 7.0x40x75cm express ld iliac / biliary stent was selected for use. However, the stent was found on the back table off of the balloon prior to putting into the patient. Another express ld stent was used and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Lot number - this lot number 289265855 was provided; however cannot be found in the bsc system. Additional information was requested and this report will be updated if information is received.